Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call that her mother had high blood glucose of 554 mg/dl and feels fine after treating with a bolus. The customer declined any troubleshooting.